Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thyroidectomy procedure. Reportedly, the clips jammed in the jaws of the instrument. No pt injury reported.